Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address: (B)(6).

Event description:
It was reported that the vad coordinator informed the field clinical specialist that the modular cable needed to be exchanged due to a damaged insulation.

Manufacturer narrative:
Sections a2, a3: the patient's age and gender were included inadvertently in the previous report and do not apply to the patient involved in this event. Incidental findings: fluid ingress. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed. The modular cable (lot number: 161783) was returned for analysis. Upon initial observation, there was tape on the cable near the controller end bend relief and both bend reliefs were discolored. The modular cable was connected to the modular v4 test and passed. The modular cable was connected to a test system controller and mock loop and no alarms were active. The tape was removed from the cable and a damaged cable jacket was observed. There was no damage to underlying layers. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 161783) and the modular cable was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the site confirmed that the damage was only on the white outside layer of the modular cable. The modular cable insulation was noted to be discolored.